Manufacturer narrative:
Prior to arriving at the customer's site, a field service engineer (fse) followed up with the customer over the phone to address the reported event. Fse confirmed error by reviewing the error log but could not reproduce the error. Fse instructed the customer to manually prime diluent three (3) times, then rerun daily check and quality control (qc) runs, all passed without error. Fse arrived at the customer's site to further investigate and found tubing possibly leaking air at the outtake port of the diluent pump. Fse replaced the diluent pump, resecured tubing with tie wrap and checked for leaks, none found. Fse successfully ran daily check and qc without errors. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 7: list of error messages states the following: [2012] air detected (diluent) is generated when there is no contact with the liquid after diluent suction. Solution: contact the service department. The most probable cause of the reported event is due to tubing air leak at diluent pump.

Event description:
A customer reported getting error message 2012 "air detected (diluent)" during a background check on the aia-360 analyzer. The customer cleaned the dispensing well prior to calling the technical support specialist (tss). Tss asked the customer to inspect the sample needle to confirm it was not bent. Tss attempted several troubleshooting steps with the customer but error kept on reoccurring when the customer attempts to perform a prime. After change of the diluent reagent and several failed prime, customer was able to prime without error and performed daily background check without error. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.